Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ hled. As it was stated by the customer, the light head fell down above the patient and surgeon, during surgical procedure. There was no injury reported however we decided to report the issue based on the potential as any parts falling might lead to injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. Upon the performed investigation by subject matter experts at the manufacturer it was established that the event occurred as a combination of three different factors: a missing screw, the vertical motion of the safety sleeve and the transition of the safety segment. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number 248011.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Other text : device not returned to manufacturing site.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights ¿ hled. As it was stated by the customer, the light head fell down above the patient and surgeon, during surgical procedure. There was no injury reported however we decided to report the issue based on the potential as any parts falling might lead to injury.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).